Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented persistent back pain. A surgery to remove essure was performed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information has been requested.

Manufacturer narrative:
On 10-apr-2017: no further information could be obtained. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented persistent back pain. A surgery to remove essure was performed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information could be obtained.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ("persistent back pain") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the back pain outcome was unknown. The reporter considered back pain to be unrelated to essure. Company causality comment this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented persistent back pain. A surgery to remove essure was performed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. A product technical analysis and further information is being sought.